Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model:sc-2352-70, serial: (B)(6), batch:7083664, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the lead site. Symptom of itching at the site was noted and part of the lead was also sticking out. The physician believed that the infection was device related. The patient was admitted to the hospital and underwent an explant procedure. There were no reported complications postoperatively. The explanted leads were not returned as they were kept by the medical facility.